Event description:
Patient reported left side capsular contraction baker grade unknown, pain, lump under armpit, and implant disfigured/indentation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e1, g1, g2.

Event description:
Patient reported left side left side capsular contraction baker grade iii. Additionally healthcare professional called and confirmed the capsular contraction baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g2.

Event description:
Patient reported left side capsular contraction baker grade iii, pain, lump under armpit, and implant disfigured/indentation. Healthcare professional reported capsular contracture baker grade IV. Device remains implanted.